Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-14065. It was reported, the patient is unable to turn her scs system on after undergoing knee surgery. The patient received epidural anesthesia during the knee surgery and a dural puncture occurred. An sjm representative met with the patient and lead diagnostics showed high impedances. X-rays were ordered to check if the lead was fractured. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.